Event description:
New information received states the patient had no epicardial lead placed and patient was discharged few days later after the procedure. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of backup vvi was confirmed in the laboratory was due to a power-on reset (por). The por was caused by battery depletion that was a result of multiple hv charges. The multiple hv charges were due to noise. The cause of the noise could not be determined.

Event description:
It was reported a patient presented to the hospital after receiving multiple shocks. Interrogation posted a message the device was in backup vvi mode and defibrillation therapy was not available. The device could not be restored. The device was explanted and replaced. No further information is available.